Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that unrecoverable venous air alarms occurred at the start of a routine hemodialysis treatment. Treatment was discontinued and rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to air in the extracorporeal circuit. There is no evidence of a device malfunction. The occurrence of air alarms at the beginning of the treatment is typically indicative of inadequate air removal by the operator during priming of the extracorporeal circuit. The user's guide includes instructions for priming the extracorporeal circuit and troubleshooting alarms. Facility staff has been notified and will provide additional training. No similar problems reported subsequent to this event. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.